Event description:
A physician reported a pt who claimed that in the past, she had past treatments without event, but who did not have specific info about her initial skin test. 1999, the pt was treated in the vermillion borders. The procedure was without event. Within a few days, the pt noticed pain and blisters at the left upper vermillion border. The following day, the pt was examined and the physician noted erythema and blistering. The physician described oral keflex for 28 days. 3 days later the pt was examined and the physician noted crusting at the left upper vermillion border treatment site. No further medical or surgical intervention was prescribed or planned. One month later, the pt was examined and the physician noted erythema at the left upper vermillion border treatment site. No further medical or surgical intervention was prescribed or planned. The physician was not certain of the diagnosis but thought it was probably hypersensitivity.